Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in thresholds. No intervention was taken as the physician felt the output offered was adequate. The lead remained implanted.